Event description:
The customer reported that their mouse was moving on its own and that led to the system silencing an alarm on its own. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.